Manufacturer narrative:
(B)(4). Batch # r5886x. Event month and day unknown. Only year (2018) is known. Device evaluation: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Yes. Was the device locked on tissue with the jaws closed? Yes. - if yes, how was the device removed? Reverse bottom. Did the jaws eventually open? Yes. Is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. No.

Event description:
It was reported that during an unknown procedure, the reload could not be completely fired and the stapler was stuck. There were no patient consequences reported.